Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report: the top of the liquid crystal display (lcd) was intermittently functioning and the battery stabilizer was broken.

Event description:
It was reported there was a display malfunction, and the battery stabilizer is broken. No patient complications were reported as a result of this event.